Event description:
It has been reported to philips that in the middle of a procedure, the system shut down. The case was continued with a delay. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system shut down in the middle of case. Upon functional testing the fse found issue with the hospital power. The fse tested and checked the hospital power. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.